Event description:
It was reported that loss of capture and high pacing impedance were observed on the right ventricular (rv) lead. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.